Manufacturer narrative:
Evaluation in progress, but no conclusions have been reached.

Event description:
The user reported that in preparation for cardiopulmonary bypass, the embedded longitudinal wire used to allow the catheter to be shaped as desired protruded from beneath the catheter material. The catheter was replaced. There were no adverse consequences to the pt as a result of this event.